Manufacturer narrative:
Continued from medical devices: concomitant microclave connector; 10ml covidien monoject syringe; blue end cap the customer¿s report of a leak was not confirmed. No cracks, damage, or other anomalies were observed during visual inspection. Functional and pressure testing was performed and no abnormalities were found. Dimensional analysis verified the set¿s female luer was within specifications. The root cause of the leak was not determined.

Event description:
The customer reported a leak of the syringe pump tubing while connected to a patient. There was unspecified minor harm reported.